Event description:
Customer called to report that the coulter ac.t diff analyzer probe was leaking clear fluid during startup and following a clean baths procedure and a shut down cycle. Customer also stated that there was an abnormally high cell control recovery and that the platelet parameter failed to initialize. Customer stated that patient samples and results were not affected, and that no one was harmed or affected by the leak. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by advising customer to perform three sweep flow primes and a startup. The cts also asked customer to replace the filters. Customer wanted to discontinue troubleshooting over the phone and requested on-site service. On the same day, the field service engineer (fse) inspected the instrument and performed instrument decontamination. The fse then performed an instrument shutdown, followed by three startup cycles. Finally, the fse adjusted the aperture voltage ratio (avr) target values and ran controls, after which instrument performance was verified to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).